Manufacturer narrative:
(B)(4).

Event description:
This lv lead had high threshold and pns was present at high output. Other vectors involving lv1 have high threshold or no capture. A micro dislodgement is suspected. The pulse amplitude was decreased and the vector changed. An x ray confirmed the system was still in place. Phrenic nerve stimulation, high threshold, and no capture all resolved with new programming. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.